Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, a trunk-ipsilateral leg component, rlt261412j, was implanted. A contralateral leg component, plc141200j, was implanted as a left leg. Another contralateral leg component was implanted to extend to the right side. During procedure, angiography revealed a proximal type I endoleak. Also, a lack of apposition at the proximal end of the trunk-ipsilateral leg component was observed. Left internal iliac artery was unintentionally covered by the plc141200j. For treatment of the proximal type I endoleak, additional cuff was implanted to extend proximally. Intentionally, the cuff was implanted at the location where an accessory renal artery would be covered by the cuff. However, delayed flow into the accessory renal artery was observed as the coverage was just half. The proximal type I endoleak and the lack of apposition were resolved. The physician decided to monitor the unintentional coverage of the left internal iliac artery. The patient tolerated the procedure. The physician stated that, regarding the unintentional coverage of the left internal iliac artery, it was difficult to identify the branch location of the internal iliac artery and the external iliac artery because the vessel was straightened by a wire and was also in a poor condition with a thrombus and calcification. It would have been better to find an appropriate angle to identify the branch location.

Manufacturer narrative:
Device evaluated by manufacturer: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.